Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received power error detected alarm. The customer¿s blood glucose level was 6.4 mmol/l. Customer was not able to clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that the notification light did not stop flashing immediately. Customer troubleshoot was not performed. Customer was advised to the insulin pump will need to be replaced and to monitor the insulin pump and call back if the error reoccurs. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the enter keypad button was not responding to multiple button presses. After swapping the boards out into another case and then swapping a known good electrical board onto electrical board, the enter keypad still was not responding. The keypad problem seems to be isolated to electrical board .